Manufacturer narrative:
The specimen was collected in a 3-4 ml bd vacutainer tube and sampled within 2 hours of collection and stored at room temperature. Controls were run prior to the event and all controls recovered within assay limits. Per the customer, the instrument is currently performing within qc specification with respect to controls (accuracy) and reproducibility (precision). A field service engineer (fse) was dispatched on (B)(4) 2011 and found the guide rods on the needle cap pierce module to be worn down. The fse re-visited on (B)(4) 2011 for this event. The fse performed troubleshooting and replaced multiple hardware parts and performed all necessary alignments. Fse also performed multiple system checks and performance tests and ran qc. The fse re-visited again on (B)(4) 2011 and determined that the instrument's baths are not draining when the instrument is reset. The fse discovered that the switch was on fast reset and was then changed to normal reset. The root cause for erroneous high rbc, hct, mcv and platelets is due to parts replaced and instrument servicing performed subsequent to this cf event.

Event description:
A customer contacted beckman coulter inc. (Bci) stating that the coulter lh 750 analyzer generated intermittent erroneously high red blood count (rbc), hematocrit (hct), mean cell volume (mcv), and platelet (plt) results on a patient specimen without instrument generated flags. The customer also indicated that this only occurs intermittently after the instrument generates a fatal error and the instrument is reset. The result was flagged with an operator-definable h&h check failure flag. The erroneous results were reported out of the laboratory. However, the nurse questioned the high platelet result and the lab reviewed the patient results. Upon review the operator noticed that the hemoglobin (hgb) and hct did not match. The patient was redrawn on the same instrument and recovered lower rbc, hct, mcv and plt results which the customer considers correct. There was no death, injury, or change to patient treatment associated with this event.